Event description:
It was reported that, the colonovideoscope exhibited loss of light. The issue was identified at the time of a diagnostic colonoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.